Manufacturer narrative:
The actual sample has not been returned to the manufacturing facility for evaluation and the lot number and product code was not provided by the user facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the current product. Visual inspection of the sample did not find any visible anomaly. Magnifying inspection of the surface did not reveal any anomalies. The outside diameter of the sample was confirmed to meet manufacturing specifications. The sample was peeled off the urethane outer layer from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire. No anomalies were observed. The production lot number and product code was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility the event description is most consistent with the guidewire being used in combination with a metallic device. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during a procedure, the polymer jacket separated from the device and may have been left in an organ in the patient's body.